Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported currently being in the hospital being treated for peritonitis. Upon follow up with the patient's nurse, it was stated that the patient was hospitalized for cloudy effluent with a diagnosis of peritonitis on (B)(6) 2018. The treatment rendered at the hospital was 1 gm vancomycin. The peritoneal effluent culture was negative. White blood cell (wbc) count at the time of admission was 3300 and the next day, a repeat wbc revealed a count of 187. The physician advised the patient to continue vancomycin. Peritoneal dialysis remained unchanged throughout hospitalization.

Manufacturer narrative:
Additional information: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical evaluation: a temporal relationship exists between ccpd therapy with the liberty select cycler, fmc cassette and the reported event(s) of cloudy effluent which required hospitalization for peritonitis. However, there is no documentation or indication the liberty select cycler or fmc cassette caused or contributed to the event of peritonitis. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. The etiology for the patient¿s peritonitis event is unknown. However, reportedly the patient has been utilizing multiple cyclers while recently traveling to and from florida and it is unknown if there was a breach in aseptic technique. Therefore based on the information available, causality cannot be determined. Should additional information become available, this clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient reported currently being in the hospital being treated for peritonitis. Upon follow up with the patient's nurse, it was stated that the patient was hospitalized for cloudy effluent with a diagnosis of peritonitis on (B)(6) 2018. The treatment rendered at the hospital was 1gm vancomycin. The peritoneal effluent culture was negative. White blood cell (wbc) count at the time of admission was 3300 and the next day, a repeat wbc revealed a count of 187. The physician advised the patient to continue vancomycin. Peritoneal dialysis remained unchanged throughout hospitalization